Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended the graphical user interface (gui) to breath delivery (bd) cable assembly be replaced.

Event description:
It was reported that the 840 ventilator had a communication issue during patient use. The patient was not harmed or injured as a result of the event.